Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/02/2014 with the following findings: a review of the black box revealed a call service (cs) "064-0008¿ alarm on (B)(6) 2014. There were no call service (cs) 064 alarms or any errors, alarms or warnings that occurred during the investigation. The pump correctly delivered the correct amount of units (24 units) after a 24 hour 1 unit/hour duration test. The product performed within specification. The reported ¿cs064¿ complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.